Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 23 mg/dl; cause was unknown. The customer's son provided soda and food to treat bg level. Additionally, the customer consumed glucose tablets and candy to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.